Manufacturer narrative:
H.6. Investigation: one photo of a loose 10ml syringe with approximately 3ml of clear fluid and a red tip cap was received and evaluated. No visual defects could be confirmed. From the photo provided it was unclear if there was "particulate" inside the syringe. A physical sample is required for a more thorough evaluation and potential root cause determination. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect h3 other text : see h.10.

Event description:
It was reported that before use of the bd 10ml syringe luer-lok¿ tip there was an issue with foreign matter in the syringe. The following information was provided by the initial reporter: there are particles in the syringe.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd 10ml syringe luer-lok¿ tip there was an issue with foreign matter in the syringe. The following information was provided by the initial reporter: there are particles in the syringe.